Event description:
Reportedly, the pt suffered a suffocating hematoma 10 days after the initial surgery for a thyroidectomy. Apparently, there was a rupture of the hemostasis of the superior thyroid artery. Pt has recovered. No further info is available at this time.